Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use.

Event description:
The customer reported that following a patient event, their device had failed to power on completely. The reported power issue occurred after the patient event and had no impact on patient care.

Manufacturer narrative:
Physio-control further examined the removed system pcb assembly and determined that the cause of the reported issue was the single-board computer (sbc) located on the assembly.